Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer was hospitalized in the intensive care unit on (B)(6) 2017. Blood glucose value in the hospital was 1002mg/dl. Customer had ketoacidosis due to urinary track infection which increased the blood glucose level. Customer was wearing insulin pump during hospitalization. Insulin pump will not be returned for analysis.